Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. However, it is likely that the prefilter was not installed correctly or the internal filter was not replaced properly causing mold inside the prefilter leading to the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that a mold was growing in the water supply line from the external pre-filter to the oer-pro automated endoscope reprocessor (aer). The issue was found during reprocessing, the customer provided additional details stating that the mold was identified on the exterior (and presumably interior) of the water line at the point of connection just after the pre-filters and before the internal filters. The scopes reprocessed and rinsed in the oer pro unit were used on several patients over the course of an unknown time period. Once the tubing and connections have been replaced, the water line will run a disinfectant cycle per olympus recommendation and reprocess the scopes. Several procedures were delayed due to initial mitigation needed. The involved patients were not impacted, the outcomes of the procedures were not affected, and no medical intervention was required. Several scopes, unspecified models, had been utilized on patients prior to realization of the issue. No patient injury or infection has been reported at this time. This report is related to the following linked patient identifiers for scopes used on patients:(B)(6).

Manufacturer narrative:
The customer was instructed to replace the two external water filters, the internal water filter, the water supply hose and perform a water line disinfect. The customer was advised that the filter meets the current requirements under united states pharmacopeia (usp) water for injection, < 0.25 endotoxin units per milliliter (EU/ml), when an aliquot from a soak solution is tested using limulus amoebocyte lysate (lal) reagent in accordance with usp <85> bacterial endotoxins test. It is very important to understand the quality of the water coming into the pre-filtration system. If water is extremely dirty, it may require more frequent filter changes. The investigation is ongoing and follow up with the user facility is currently being performed for additional details relating to the customer¿s culture test results. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.